Manufacturer narrative:
(B)(4). Report source united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02147, 0001825034 - 2022 - 02148, 0001825034 - 2022 - 02149.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons. During the revision, fracture/displacement of the lesser trochanter was noted. An extended trochanteric osteotomy was performed to remove the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a5; b5; b7; d6a; e1; e3; g3; h2; h6 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision for femoral component loosening. During the procedure for femoral stem fracture of the lesser trochanter. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 3 years post implantation due to stem loosening. During the revision a lesser trochanteric fracture requiring a mor complex surgery to fix fracture and prolonged hospitalization of 18 days. Attempts have been made and additional information on the reported event is unavailable at this time.